Event description:
It was reported by the customer leakage of fluid during flushing. Removed catheter, found fissuring at 7 cm. Stabilized with statlock. No use of cyanoarcylate glue. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer leakage of fluid during flushing. Removed catheter, found fissuring at 7 cm. Stabilized with statlock. No use of cyanoarcylate glue. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The unit was leak tested by flushing the catheter with water using a 12ml luer lok syringe. During testing, a leak was observed at the nose of the molded joint. Microscopic inspection of the leak site found that a circumferentially aligned split was present on the catheter tubing just below the distal end of the molded joint. The fracture edges were rounded and the surface was found to be granular. The observed features suggested that damage accumulated through flexural fatigue may have contributed to the observed failure. However, there is not sufficient evidence to conclusively determine this. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.